Event description:
It was reported that a pt underwent a gynecological procedure in (B)(6) 2004 to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt had surgery to excise that mesh in (B)(6) 2007, due to pain, recurrent stress urinary incontinence and prolapse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02494. The same pt is represented in each medwatch.